Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It may be possible that interaction with the calcification during deployment of the foot contributed to the reported ¿unusual clicking sound¿. Factors that may contribute to difficulty closing the foot and difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no e1: corrected initial reporter establishment name, address, postal code and phone number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was an arteriotomy closure of a mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after insertion, when lifting the lever to open the foot, an unusual clicking sound was heard and the device felt strange. The foot plate was attempted to be closed but was unable to do so. After maneuvering the device, it was able to be removed from the anatomy. It was noted the device was difficult to remove from the anatomy and the femoral artery was damaged. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. The knots of the two pre-placed sutures were advanced, and a covered stent was placed to treat the injury caused to the femoral artery, achieving hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.